Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. The cause of the defect was mismatched cells on battery (B)(4) with an output voltage of 5.2 volts. The root cause of the mismatched cells cannot be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient called in to zoll lifecor customer support to report that one of his batteries was only charging 3/4 of the total charge. Support issued the patient a replacement battery pack.